Event description:
It was reported, the batteries in the patient programmer went dead bout a week prior to report. The patient replaced batteries the day prior to report. It was stated, the patient experienced a loss of therapeutic effect and a loss of bladder control. It was stated, the patient was in (B)(6) the day prior to report and she couldn¿t hold her pee. It was noted, the patient was ¿flowing like she was before implant¿ which began about a week prior to report. The patient did not feel stimulation when it was at 1.3 and then increased it to 1.7 where it felt comfortable. Reportedly, the patient thought her stimulation worked wonderfully, except she had to go back once for hernia repair surgery in (B)(6) 2013. It was stated, the patient was leaking excessively and thought she needed to use her programmer to ¿up it¿ just to get it working better again. It was reported, the patient had a loss of therapeutic effect for the past two days prior to call and had wet herself. It was stated, the patient was on program 2 at 1.6 volts and stimulation was off. Stimulation was turned on and the patient was able to feel stimulation. The patient was redirected to the healthcare provider.

Manufacturer narrative:
Product ID 3037 lot# (B)(4); product type programmer, patient product ID 3 093-28 lot# va06gmt, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).